Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the cracked "green no return valve" of a prismaflex hf20 set during continuous renal replacement therapy. Bivalirudin was infusing through the return line and the patient "did not receive all dosed coagulant". There was no report of patient injury or medical intervention associated with this event. No additional information is available.